Event description:
It was reported that the tubing of a homechoice cassette was cracked which resulted in a leak. This occurred during second dwell of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 55 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.